Event description:
It was reported that the tip of this electrode had migrated several centimeters from its original implanted position following the implant procedure on (B)(6) 2026. The physician planned a revision procedure involving three incisions and inquired whether the tunneling tool was compatible with this technique. Technical services (ts) confirmed that the lateral tunneling tool includes a hole designed for use in three-incision procedures. The patient subsequently underwent a revision procedure during which the electrode tip was secured to the fascia. Other than the intervention required to address the migration, no adverse patient effects were reported. The electrode remains implanted and in service.